Event description:
(B)(4). The provider states the unit is alarming. The provider also states he doesn't have additional information regarding the hours on the unit or the circumstances surround the incident (B)(4).